Manufacturer narrative:
Four (4) images were attached, during the analysis carried out a superior view of a rra product could be observed, in the first two photos the housing connected to the spike is observed, no discrepancy was detected that affects its functionality, in the third photo it was observed the filter, there are no drops or leaks in the photo, in the fourth photo the connector is observed without any failure or defect; thus the failure mode reported is not confirmed. Other analysis: no other analysis required. Root cause cannot be determined since the complaint was not confirmed due to the fact the since no samples were received to perform a thorough investigation and defect can not be appreciate on pictures received

Event description:
It was reported that, u pon inspection, chemo bag was completely full. Solis pump reading "running" under a "green" label. Pump reading "time remaining" 11 minutes etc. Event log reviewed, every 15 minutes logged showed 0.75mls/hr infused which equates to 3mls/hr upon further inspection, unable to flush port. This rn pushed in on port needle and port flushed freely. Upon removing dressing, visualized moisture under drsg and guardiva patch soaked. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) .

Event description:
It was reported that, u pon inspection, chemo bag was completely full. Solis pump reading "running" under a "green" label. Pump reading "time remaining" 11 minutes etc. Event log reviewed, every 15 minutes logged showed 0.75mls/hr infused which equates to 3mls/hr upon further inspection, unable to flush port. This rn pushed in on port needle and port flushed freely. Upon removing dressing, visualized moisture under drsg and guardiva patch soaked. No patient injury was reported.

Manufacturer narrative:
Four (4) images were attached, during the analysis carried out a superior view of a rra product could be observed, in the first two photos the housing connected to the spike is observed, no discrepancy was detected that affects its functionality, in the third photo it was observed the filter, there are no drops or leaks in the photo, in the fourth photo the connector is observed without any failure or defect; thus the failure mode reported is not confirmed. Other analysis: no other analysis required. Root cause cannot be determined since the complaint was not confirmed due to the fact the since no samples were received to perform a thorough investigation and defect can not be appreciate on pictures received